Event description:
On (B)(6) 2020 I had an initial piece of mesh placed in my abdomen to repair a hernia. Directly following the surgery within hours, I developed a massive hematoma that required a second emergency surgery. I was given a blood and platelet transfusion over the course of the next 3 days while in the ICU unit. On the 4th day, I had two artery aneurisms rupture requiring an emergency interventional radiology procedure to repair the damaged arteries. On (B)(6) 2020 I had to have a second piece of mesh placed in my abdomen to repair a hole that opened above the first piece of mesh. Following the surgery, a second massive hematoma occurred requiring a second emergency surgery to repair the hematoma and hospitalization. In total there were 4 surgeries and one ir procedure in 3 months. In 2021 I developed several autoimmune issues which have required 2 additional surgical procedures, 1 for a muscle biopsy and a second emergency surgery to repair a massive hematoma that formed after the biopsy. Numerous tests have been performed all showing an autoimmune response without a clear diagnosis of normal autoimmune disease. I have to have both pieces of mesh removed as soon as possible and then it will be determined what the permanent damage to my body will be. Prior to the mesh implants, I had no issues with bleeding or any autoimmune disease or symptoms. After the mesh, my life has been affected to a debilitating level. There are no bleeding issues in my family and no history of autoimmune disease. Countless tests have been done and at this time it is the medical findings that my body is rejecting the mesh implanted. Full records of all procedures, hospitalizations, diagnostic imagining, bloodwork and follow up appointments can be provided upon request. The information regarding the two pieces of mesh are: manufacturer: davol davl model number: 0112660 lot number: huds1111 manufacturer: davol davl model number: 0112720 lot number: hudr1294. Reference number: mw5116880.